Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a17 and a47 . Customer's blood glucose was unknown mg/dl. The customer was asked to verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
No alarm noted. The insulin pump passed the self-test. The insulin pump received with alarm in the history file. The insulin pump alarmed due to corrupted history file. The insulin pump received with minor scratched display window and cracked reservoir tube lip.